Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for 2 patient samples tested on a cobas 6000 series system, cobas 6000 core unit. For patient 1 the initial sodium result was 153 mmol/l. On (B)(6) 2018 a repeat sodium result of 141.5 mmol/l was obtained from the same analyzer while a repeat sodium result of 142.1 mmol/l was obtained from another cobas analyzer. For patient 2 on (B)(6) 2018, the initial sodium result was 154.6 mmol/l with repeat sodium results of 142.5 mmol/l and 142.9 mmol/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot information was requested but was not provided. The investigation is currently ongoing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.